Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: (B)(4) unit of lot c2132141 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Three attempts were made to request answers to the standard questions and clarification regarding the number of complaint devices but no reply received to date. As no reply has been received regarding the clarification about the quantity of complaint devices it has been assumed that the quantity is one based on the complaint description. The device related to this occurrence underwent a laboratory evaluation on 02 may 2024. Kink observed approx. 11.5cm from tip of needle. Stylet removed from device initially without issue. Attempted to re-insert stylet but would not insert fully. Three attempts were made to seek clarification regarding the complaint issue and when it was observed. As no reply has been received it has been assumed that the complaint issue is the kink which was observed during the lab evaluation and that this failure is likely to have occurred upon entry into the endoscope¿s biopsy channel. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2132141 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no answers were shared to the standard questions a possible root cause is difficult to determine but could be attributed to damage on insertion into the scope as indicated in the complaint description where it seems to be stated that the issue was observed/occurred upon entry into the endoscope¿s biopsy channel. This kink would have led to the stylet re-insertion issue observed during the lab evaluation. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
During the opening of the biopsy needle from its packaging and upon entry into the endoscope's biopsy channel, it was found internally broken patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: requested.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.